Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that approximately 30 mins into the procedure the physician tried to remove a guidewire after inserting the catheter, but he felt resistance and the guidewire got stuck inside the catheter. He forcibly removed the guidewire from the catheter to continue. No patient injury is reported. Evaluation summary: the closurefast catheter was received for evaluation loosely packed within a series of pouches, without any ancillary devices or sonogram images from the procedure. Per the initial report a guidewire was forcibly removed: the 0.025in by 150cm guidewire was not returned. The catheter was examined: no abnormalities or deformities were noted. The connector was examined: pins are straight. A 20cc air filled syringe was attached to the handle proximal hub luer lock and the guidewire lumen was flushed in a container of water: air bubbles were observed exiting the distal tip of the catheter with ease. A 20cc water filled syringe was attached to the handle proximal hub luer lock and the guidewire lumen was flushed: a steady stream of fluid was observed exiting the distal tip of the catheter. A 0.018in guidewire was loaded through the distal tip of the catheter with ease. A 0.025in guidewire was loaded through the distal tip of the catheter and met resistance within the first 3cm of the catheter. A 0.025in guidewire was loaded through the proximal luer lock of the handle and resistance was met within the first 30cmof the catheter. The outer sheath of the catheter was cut open to allow examination of the guidewire lumen. Sanguine tinted crystals were noted on the interior surface of the guidewire lumen. A large section of the lumen exhibited a dark substance, approximately 25cm in length. A 0.024in pin was used to push the dark substance out. The dark substance appears to be the polymer jacket from the guidewire with sanguine crystal scattered along its length.